Event description:
The following was reported: "on (B)(6) 2026, during the equipment startup self inspection prior to the day's surgery in the operating room, it was found that the device failed to display images normally after being powered on. The problem persisted after adjustment. The medical engineering department was then contacted for repair, and alternative equipment was used for the scheduled surgery. No harm was caused to the patient, and no other devices were used in conjunction with this equipment." No negative impact in state of health reported.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).